Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the mega suturecut needle driver's tip broke off and fell into the patient while pulling on a suture. The piece was retrieved and it looked like there were no missing pieces. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the fragments were retrieved via a surgical assist grasper and pulled out the fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver part involved with this complaint. A supplemental MDR will be completed once fa results are completed or if new information is received. As of 07/10/2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was performed, and the following was confirmed: the unilateral inguinal hernia was performed on (B)(6) 2022 on system sk1393. A review of the device logs for the mega suturecut needle driver 471309-15/k14210531-0153 associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on 06/24/2022 via sk1393. There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.